Event description:
Additional information was received that the device was replaced.

Event description:
It was reported that the device was explanted as it is subject to the assurity, endurity inhomogeneous epoxy mixing field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient is stable. Further information was requested but not yet received.